Manufacturer narrative:
According to the gore® tag® conformable thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to improper placement of the device.

Event description:
The following was reported to gore; on (B)(6) 2017, the patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic endoprosthesis. A tgu313110j was implanted proximally and a tgu343420j was implanted distally. The distal end of the tgu343420j was implanted in the aneurysmal site because the physician intended to prevent paraplegia. On an unknown date in (B)(6) 2020, a CT imaging revealed the aneurysm which was located distal to the tgu343420j was enlarged (amount unknown). On (B)(6) 2020, a reintervention procedure was performed. Two gore® tag® conformable thoracic stent graft with active control system were implanted distally. The patient tolerated the procedure. The physician suggested the cause of the aneurysm enlargement was that the distal end of the tgu343420j was implanted in the aneurysmal site, and not due to a distal type I endoleak and/or distal stent graft induced new entry.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.